Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had no button response due to moisture damage on the keypad traces. Unable to test for alarms due to no button response. The pump also had moisture damage on the electronic assembly and motor, as well as cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and alarmed unexpected restart after inserting a battery. The customer stated that she was unable to clear the alarm due to the keypad not responding. The customer's blood glucose was 140 mg/dl. While troubleshooting, the customer stated the insulin pump was possibly exposed to moisture. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.